Manufacturer narrative:
The reagent lot number was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys anti-hbc ii result for a patient sample tested on a cobas e 402 analytical unit. It was reported that the sample had a high index value for hepatitis b but the elecsys anti-hbc ii result was non-reactive.

Manufacturer narrative:
No relevant alarms occurred. The customer and service maintenance are complete according to the specification. The investigation did not identify a product problem. The observed discrepancy was caused by a misinterpretation of the result by the customer.

Manufacturer narrative:
Data was provided which showed that the sample had a result of 0.0382 coi (non-reactive) result for the elecsys anti-hcv ii assay and a 478 coi (reactive) result for the elecsys hbsag ii assay. The elecsys anti-hcv ii reagent lot number was 867004. The expiration date was requested but not provided.